Manufacturer narrative:
(B)(4). The complaint analysis concluded that the root cause was a faulty extension cable. The issue was resolved following replacement of the extension cable, which connects the catheter to the carto piu. Following replacement of the extension cable the procedure was concluded successfully and the signals issue did not reoccur. Furthermore, a local bwi representative followed up with the customer and it was confirmed that the signals issue did not reoccur during procedures performed days after the reported event. In addition, the device history record review was performed and there were no discrepancies noted. The system met all specifications upon its release.

Event description:
A complaint was reported that before a procedure mapping, after connecting the mapping catheter to the piu, bs ECG and ic signals became flat on carto and ep system for approximately 20 minutes. The user changed the re-sterilized catheter connection cable to a new one. After that they were able to start the carto case. No patient injury was reported.

Manufacturer narrative:
(B)(4)